Event description:
It was reported that during a right coronary artery interventional procedure, the 2.5 x 12 mm trek balloon failed to inflate. Contrast was leaking from the proximal shaft. There was no clinically significant delay in procedure. There was no adverse patient sequela reported. The device was removed and replaced with a similar device with good results. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek dilatation catheter noted blood and contrast on the shaft and on the balloon consistent with the reported information that the catheter was inside the patient anatomy. The balloon was loosely folded indicating that it was inflated or partially inflated. The hypotube was separated at the distal end of the hub. The fracture face was oval shaped indicating that the hypotube had a severe kink at the point of fracture. The strain relief was still intact. There was a kink in the strain relief tubing at the separation. There was a kink in the bayonet portion of the hypotube 2.7 cm proximal to the guide wire exit notch. There was a bend in the hypotube 14.5 cm distal to the strain relief tubing. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. Since there was no mention of damages during the catheter preparation before use, the hypotube fracture/separation and kinks were most likely due to handling before use and/or during insertion/advancement in the patient anatomy. The hypotube bend was most likely due to handling during packaging to return to abbott vascular for analysis. After an inflation luer was attached to the hypotube at the distal portion of the separation, an indeflator, filled with water, was used to pressurize the balloon with no leak noted to the balloon or shaft. The reported failure to inflate and contrast leak from the proximal shaft in the incident was probably due to the hypotube fracture/separation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot indicating that all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and revealed no similar incidents reported for inflation issues, leaks or hypotube separations. Based on the information received with this complaint and the review of the manufacturing records, the reported failure to inflate and leak were most likely due the operational context of the procedure. There is no indication of a product quality deficiency. All dilatation catheters are visually inspected for kinks and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure and catheter lumen integrity.